Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not functioning properly. The device emitted beeping sounds even when no batteries were installed, and a blockage in the line was noted. Following the event, no further modifications could be made to the device. The incident reportedly occurred approximately three weeks prior, around (B)(6). The event occurred while the pump was being used on a patient; however, no injuries were reported. The only consequence was a change in the method of medication administration, requiring the use of a continuous infusion pump instead of the cadd pump. There was patient involvement, but no harm was reported.